Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: e4 on (B)(6) 2013 was found in the history. The occlusion limits were tested successfully. Please refer to the accu-chek spirit combo user guide chapter: (error e4: occlusion). The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing elevated blood glucose level of approximately 400 mg/dl for reasons unknown for one week. Patient's normal blood glucose range was not provided. Patient stated she changed the accessories and took correction via the pen. Patient reported she thinks the infusion device displays no or too late the e4 (occlusion) error message. Patient stated on (B)(6) 2013 she clamped the infusion set tubing and gave a bolus; the infusion device triggered the e4 after 9 units of insulin and that is too late. Patient reported she switched to her second infusion device and at this time her blood glucose level is okay. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.